Event description:
It was initially reported that the patient expired in 2007 and the cause of death was unknown. Implant duration = 0 days. The patient also had a 3000tfx19mm valve implanted in the aortic position on the same day. The response to our request for information from the surgeon's office indicated that the patient expired because of a large tear of the right atrium to the vena cava. Reportedly, there was uncontrollable bleeding. It was reported that the patient's demise was not device related. It was additionally reported that the device was not explanted. No other details were provided.

Manufacturer narrative:
Device not returned.